Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported upstream occlusion alarms were able to be reproduced and confirmed through evaluation. Evaluation found the readings from the upstream sensor were below specification which is known to cause false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had "upstream occlusion". It was also reported there was no patient injury.